Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pericapsular seroma"

Event description:
Patient reported left discomforts, "pericapsular seroma,¿ ¿concerns regarding the recall,¿ ¿unspecific thickening and enhancement of the fibrous capsule.¿ patient additionally reported "nodular enhancements¿ not related to the device. Device remains implanted.

Event description:
Patient reported "punch seroma in the left breast with fluid referred for immunohistochemistry/flow cytometry to search for cd30 and alk-1 considering the bia-alcl hypothesis as a differential diagnosis. Cid: c84.7¿, "moderate amount of pericapsular fluid, especially in the lower quadrants, associated with thickening and diffuse enhancement of the posterior aspect of the fibrous capsule, which is not specific.", "moderate pericapsular seroma", "several discomforts", "breast cysts", "unspecific thickening and enhancement of the fibrous capsule", "patient learned about the recall, the patient verified that your prostheses were included, so performed imaging tests to verify the situation". Patient later reported "suspicion from rupture", "simple cysts without highlight", "slightly irregular, heterogeneous nodular highlight" ndr, "non-nodular highlights on both breasts, unspecific, which may correspond to asymmetric background enhancements", "spotlights from highlight nas mamas with traits from kindness. Bi-rads 4", "the anatomapotological result refers to typical ductal and lobular structures and focal areas of pseudoangiomatous stromal hyperplasia", "moderate amount of pericapsular fluid ", "pericapsular seroma in the left breast, draining 38 ml of sero-hematic fluid". Patient later confirmed "alk and cd30 are negative" confirmed via MRI, ultrasound, mammotomy and biopsy. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to a6: "mixed race" provided.